Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had the ins removed as "it was no longer doing them any good". The patient had the ins replaced in (B)(6) 2018 and now had a device implanted from a different manufacturer. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the device just quit working and she wanted a different stimulator that was MRI compatible. The patient had it removed in (B)(6) 2018.